Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 16-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 26-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 06-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-feb-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 17-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 26-jul-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and six batteries were power switching and the controller exhibited a loss of power. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and six batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the event log files revealed three controller power-up events without associated motor starts on 03/jul/2019 at 10:32:21, 10:32:55, 10:36:01; respectively. The event log files indicate that prior to these power up events, the controller had been without power since 27/aug/2018. The event log files also revealed one controller power-up event with an associated motor start logged on 03/jul/2019 at 10:42:20. Data log files were not available for the period prior to the controller power up events. As a result, the reported "loss of power" was confirmed. The most likely root cause of the observed controller power ups can be attributed to the setup of the controller. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving bat603972 and bat595527. As a result, the reported power switching event was confirmed. A power source lubrication procedure was performed in accordance with the requirements on 03/jul/2019. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attrib uted to momentary disconnections due to corrosion of the controller power port pins. Additional products: d4: serial #: (B)(4) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(4) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four batteries were exchanged.

Manufacturer narrative:
Product event summary: one controller and two batteries were not returned for evaluation. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the event log files revealed three (3) controller power-up events without associated motor starts on (B)(6) 2019 at 10:32:21, 10:32:55, 10:36:01; respectively. The event log files indicate that prior to these power up events, the controller had been without power since on (B)(6) 2018. The event log files also revealed one controller power-up event with an associated motor start logged on (B)(6) 2019 at 10:42:20. Data log files were not available for the period prior to the controller power up events. As a result, the reported "loss of power" was confirmed. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving bat603972 and bat595527. As a result, the reported power switching event was confirmed. A power source lubrication procedure was performed on the batteries bat590787 and bat595527 in accordance with the requirements on (B)(6) 2018. A power source lubrication procedure was performed on the batteries bat598594 and bat598620 in accordance with the requirements on (B)(6) 2019. A power source lubrication procedure was performed on the associated devices in accordance with the requirements on (B)(6) 2019. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port-power-source pins. The most likely root cause of the observed controller power ups can be attributed to the setup of the controller. Additional products: d4: serial#: (B)(6) d10: yes, return date: 20-dec-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67, d4: serial#: (B)(6), d10: yes, return date: 20-dec-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67, d4: serial#: (B)(6), d10: yes, return date: 20-dec-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, d4: serial#: (B)(6), d10: yes, return date: 20-dec-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.